Event description:
The ge oec 9800 fluoroscopy system had an uncommanded issue where the collimators closed down during a procedure. A system re-boot restored functionality.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the calibration files were corrupt. The software, calibration and configuration files were re-loaded. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide further patient information with respect to this issue.